Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 ruptured during filling. The device was being filled with meronem when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Event description:
Customer reportedly was being seen at a doctor's office and received an adc meter reading of 74 mg/dl which he stated was higher than he felt and experienced dizziness and lightheadness. Customer stated the doctor obtained an hcp meter reading of 57 mg/dl, diagnosed him with hypoglycemia and treated him with a "shot" (injection solution type not reported). The reported readings comparison is not a valid method. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Customer's meter (B) (4) and strip vial (B) (4) were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6)-2009. Also, the "device available for evaluation?" Field has been updated to reflect the correct date of (B)(6)-2009. As per the arrangements discussed with the office of (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6)-2011 letter addressed to (B)(6).